Event description:
It was reported that the patient underwent explant due to infection. All pump components were removed and a pericardial patch was placed at apical coring site. A small piece of outflow graft was left in place and oversewn. The patient was put on an impella 5.5 in the operating room (or). The next steps in treatment plan were unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.